Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. For clarification, the nonconformance was a broken grip cable. The grip cable was broken and stuck out at the instrument's wrist. The idler pulley spun freely and exhibited pulley rim and face damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, wires were exposed at the tip of a mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.